Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 16:31:08. During night drain cycle three, the patient's ultrafiltration reading was 862ml, indicating the home patient (hp) drained 862ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs; however, the cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.